Manufacturer narrative:
The product was returned to olympus for evaluation, and a reportable malfunction was found; the tip cover was burnt. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, it is probable that a high-energy treatment device was used without ensuring a sufficient distance from the tip. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the gastrointestinal videoscope's tip cover was burnt. There was no patient involvement.